Manufacturer narrative:
The unit was returned in its opened sterile sheath with labeling intact. The defect was discovered prior to pt contact so no decontamination was required. The tip of the catheter is flattened to the 3.2cm point where a kink is visible. From this kink to approx 3.8 cm the catheter is overlized. The DHR mfg lot has been reviewed and been attached. Conclusion: defect noted prior to use. As per FDA feedback of 08/28/2009, this defect, if not discovered, could contribute to injury or death. Incident #(B)(4): pt #(B)(6) (neuron dc 105cm x 6mm, tip shaped). Doq (B)(6) 2009. Lot # f13065 (same as l13065). A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l13065). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
Hospital staff opened package and realized the catheter tip was flattened. Product was not used in patient and saved for returned to the MFR. Another catheter was available and was used without incident.